Event description:
N/a.

Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. The device history record (DHR) reviews no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. With respect to the returned unit, it has passed all specific functional testing requirements. All the torque knobs are within specifications of psi readings. There was residue buildup and helicoils will need to be added to the large starbursts. The reported complaint is not confirmed. The definite root cause cannot be reliably determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-01079 and 3004608878-2019-01080.

Event description:
This is 1 of 3 reports. A sales representative reported on behalf of the customer that the a1114 mayfield infinity skull clamp will be sent in for service for various reasons. Most concerns from surgeons involve the torque knob and accuracy of the per square inch (psi) indicator and/or the locking mechanism. Additional information received on 21oct2019 and 23oct2019 indicating that during inspection of the device on 04oct2019, the swivel lock was found to be easily disengaged to the unlock position. The device was not used in a procedure. There was no patient involvement.